Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. If additional information becomes available at a later time, this report will be supplemented.

Event description:
To perform a laparoscopic gastrectomy procedure, the subject device was connected to the video system center (otv-s190) and the power was turned on, but the endoscopic image was not displayed. An error message was displayed on the screen. (B30: scope communication err contact olympus) even when the power of the video system center was turned off and on, and the video connector was reconnected, the video image was not restored. The user facility moved on to abdominal surgery and completed the procedure. The patient is in a recovery.

Manufacturer narrative:
This supplement report is submitted to report additional information. This device referenced in this report has been returned to olympus for evaluation. The referenced phenomenon was not duplicated. Though an air leak test was performed, the leakage could not be found. No irregularities were found on the subject device. The video system center (otv-s190) that was used with the subject device at the user facility has been returned to olympus for evaluation. The referenced phenomenon was duplicated. The scope lock was damaged and the connection with a scope was unstable. As a result of the evaluation, omsc concluded that the damage to the scope lock of the video system center, which was used in combination with the subject device, was the cause of this phenomenon.